Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer stylus was not responding. Display bezel overlay assembly found out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the stylus was not responding. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.